Manufacturer narrative:
Other relevant device(s) are: product ID: 3057. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a basic evaluation trial patient regarding an external neurostimulator (ens) for urge incontinence. It was reported that trial patient didn't think their device was working. They were unable to turn stimulation up to where trial patient could feel it on either side. On (B)(6) 2018 additional information was received from the healthcare professional (hcp). It was reported that the cause of the device not working and not being able to turn stimulation up to where trial patient could feel it was due to the wires having moved. The wires were removed. No further complications were reported.